Event description:
Olympus (oekg) was informed, during preparation for use, the customer discovered that the cover glass of distal tip (endoeye, autoclavable video telescope) is defective. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The device was returned to the olympus repair center but the investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed, during preparation for use, the customer endoeye, high definition autoclavable video telescope's cover glass at the distal end is defective. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported problem. The coverglass at the distal end of the insertion tube is cracked. Other observations noted during the inspection is, the charged coupled device is defective as the scope is producing white pixels (dots) on the image and the gray protective video cable has a cut. A review of the device history records (DHR) showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the customer¿s reported cracked coverglass cannot be conclusively be determined, however, based on the information provided the cause is potentially due to improper handling (impact, drop, fall). In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints for this device.